Manufacturer narrative:
Visual inspection: received one (1) used ch-10, chemoclave® bag spike, lot# unknown-->one (1) used ch3034, 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap, lot # unknown-->one (1) used baxter burette set. Functional engineering testing: the entire fluid circuit returned was pressure leak tested and a leak was observed at the spinning spiros of the ch3034 assembly. The leakage was identified as coming from the area of the half seal. The spinning spiros of the ch3034 was disassembled and a crack was observed in the half seal area of the clear body of the spinning spiros. Final engineering summary: leakage was detected at the spinning spiros of the ch3034 assembly. The leakage was the result of cracking at the area of the half seal interface with the clear spiros body. It is not known exactly how, when, or where the cracking occurred, however, ICU medical 100% leak tests spinning spiros assemblies during manufacture. This appears to be an isolated incident. ICU medical will monitor and trend

Event description:
Complaint received regarding leakage within the medline consisting of ch-10, ch3034, ch2000s-c and a baxter buttered set. Report states: ... Leakage somewhere along the setup of the four items... No adverse patient/clinician consequences reported.